Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive unexpected restart alarms during normal use. It was reported that insulin pump was stored for an extended period of time. It was also reported that insulin pump fell into water and had visible moisture. Customer's blood glucose was 126 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, and displacement tests. No unexpected restart alarms were noted. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to complete the functional testing, including the occlusion test due to the prime anomaly. However, a corroded electronic assembly was noted during visual inspection. The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.